Event description:
The lay reporter contacted lifescan (lfs) in 2005 alleging that the lay user / pt alleged low readings on the ultra meter. The medical affairs specialist (mas) mailed a letter 5 days later, since the pt could not be reached by telephone for further clarification. The lay reporter mentioned that the pt felt dizzy at the time of the event and had obtained readings 44 mg/dal -259 mg/dl, for 5 days. The lay reporter was unable / unwilling to verify whether the pt took any medication after attempting to use the meter. Emergency medical system was contacted and she was treated with glucose; however, refused hospitalization. No further clinical info was provided. It would have been helpful to know what date the pt contacted emergency medical system; the readings she received at the time of the event and the reading on the paramedic's meter. The pt had been cleaning the puncture area incorrectly and the technique of applying blood on the test strip was also done incorrectly. The test strips that the pt had been using were expired. Using expired test strips can lead to false blood glucose readings. Customer care agent (cca) sent the pt a replacement meter and control solution.